Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that infusion set tube was leaking at site within one day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 10.